Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient presented with lysis. Loose at the body stem interface. Revision of cone conical restoration modular stem. Left tha. Update: "the reason for revision was pt pain and lysis on scans. The surgeon hypothesised that it may have been a loose stem/ body interface."